Manufacturer narrative:
Investigation summary: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot.tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time root cause: can not duplicate with retain testing source: email.

Event description:
Customer reporting 6 false positive flu b results. Customer states the results were confirmed negative by pcr. Report 4 of 6.